Manufacturer narrative:
During a tissue biopsy procedure using the mammotome revolve system, a thin spray of blood/fluid came out the back of the device. The fluid did not come in contact with the clinician. The device was discarded by the customer, which prevents a full investigation and analysis of the root cause. Therefore, we are unable to confirm this event based on the description. Although no serious injury occurred, based on consultation with our clinical director, this event was determined to be reportable pursuant to 21 cfr 803 due to the potential to cause or contribute to death or serious injury associated with the potential transmission of infectious diseases. Device discarded by customer.

Event description:
The sales rep reported that a thin spray of blood/fluid came out the back of the cup during sample acquisition.